Manufacturer narrative:
Updated sections - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint (B)(4).

Event description:
N/a.

Event description:
The following was reported via medwatch # mw5165754. It was reported that the intra-aortic balloon (iab) triggered an alarm¿"check iab catheter". The primary nurse responded and noted the absence of balloon inflation or deflation, while all other trigger waveforms remained unchanged from previous readings. The patient did not report any new symptoms, increased pain, or discomfort. The ICU provider and cath lab were immediately notified, and a chest x-ray (cxr) was ordered. The patient was re-positioned by removing pillows and placing them in a supine position, which resolved the alarm and restored balloon functionality. The chest pain unit (cpu) nurse and ICU physician/nurse practitioner were present at the bedside to assess the patient. However, it was later reported that the intra-aortic balloon pump (iabp) balloon ruptured, and the patient was returned to the cath lab for further evaluation and intervention.

Manufacturer narrative:
Due to character limit in block e1 event site address : (B)(6). The device is not available to be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).